Event description:
It was reported that during a gastric bypass procedure, the reload did not deploy any staples when the device was fired. The surgeon engaged the reverse button allowing the knife blade to come back. The scrub tech inserted a new gold reload and, the staples did deploy to complete the case. There were no patient consequences. One reload was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.